Manufacturer narrative:
The insulin pump passed the self test and displacement test. No unexpected pump error 53 alarms during testing. However, the formatted history file confirmed pump error 53 alarm, line number 0 and file ID 363. The pump was unable to determine the root cause per r and d. Pump error 4 alarms were also noted in the formatted history file due to a software error.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had multiple pump error. The customer¿s blood glucose was unknown. It was reported that the pump error was occurred several times. The troubleshooting was performed. The insulin pump will be returned for analysis.